Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out procedure in the operation room. The patient was asymptomatic. The electrical function of the lead was normal and no anomalies were detected. The lead was capped and replaced on (B)(6)2016. The patient was stable post procedure.